Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a communicator and a right ventricular (rv) lead triggered a red call doctor icon, indicative of the communicator not being able to connect and send information to the server. According to the field representative the rv lead showed low, out of range pacing impedances, which is a known chronic issue. The patient was feeling fine and other measurements remained unchanged. There are no changes to the plan at this time. No episodes were recorded. The rv lead and the communicator remain in service at this time. No adverse patient effects were reported.